Event description:
Device malfunction: balloon rupture. Time of malfunction: during use. Symptoms/ae: none. It was reported that approximately 14 months post a right internal carotid artery stenting procedure, on (B)(6)2009, during a follow-up ultrasound, the asymptomatic patient was found to have in-stent restenosis. On (B)(6)2009, the stenosis increased to 90% in-stent restenosis. The patient returned on (B)(6)2009 for angioplasty. An angiogram confirmed the in-stent restenosis and also showed a stent fracture. A viatrac balloon was then advanced into the stenosed, fractured, stented area. After multiple inflations, the balloon ruptured. The balloon was removed intact and a second viatrac balloon was used to complete angioplasty bringing the stenosis down to 20% stenosis. The embolic protection device was removed and there was no noticeable debris in the filter. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The xact stent (part #82090-01, lot #440005),, is being filed under manufacturer report number 9616695-2009-00077. Evaluation summary: since the catheter was not returned for analysis, the reported balloon rupture could not be confirmed. An analysis of the product may have aided in the evaluation and determination of a cause. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparations prior to use. There was no report of any leaks noted during product preparation, which suggests that the balloon was not damaged prior to use. Reportedly, the xact stent was fractured at its mid portion. It is likely that during multiple inflation and deflation steps, the balloon material became weakened and sustained mechanical damage as a result of interaction with the fractured stent geometry and possibly with the stenosed area. However, there was no reference to any resistance felt, which would be expected if the balloon material caught on fractured stent struts. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. No corrective action will be implemented in this case. There is no indication that the event is related to a rx viatrac plus balloon catheter quality deficiency. A review of the finished product lot history records did not reveal any non-conformities associated with this lot that could have contributed to this event.